Event description:
It was reported that the light allegedly burned a pediatric patient. A delay in procedure was not reported.

Manufacturer narrative:
The light was examine by a berchtold field service technician. A light lux and voltage test was performed and nothing was noted to be out of specification.